Event description:
The complainant reported that the patient was being placed on impella 2.5 for hemodynamic support. While on support, it was reported that the peel away sheath was cracked and peeled. The patient then had labs drawn and the labs came back hemolyzed. After 11 days the patient and family have decided on no additional treatment. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.